Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber tip was ruptured. The fiber was replaced, but the tip of the new fiber also ruptured after 62671 joules and six minutes and eleven seconds of use. It was confirmed that the fiber tip was not cleaned during the procedure. The procedure was completed via an alternative method. There were no patient complications reported. This complaint is for the second fiber used.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual inspection did not find visible defects on the fiber body. The control knob is attached and aligned with the fiber and can rotate the fiber. The connector cone, segments, and tabs appear in good condition and secured. The hene (helium-neon) test found no breaks along the fiber length. Upon microscopic inspection it was identified that tir surface was misaligned with the output window and the glass cap was rotating independently of the metal cap, indicating a glue failure. Also, the metal cap exhibited moderate charred debris adhesion on the surface. Therefore, the reported event could not be confirmed. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question. Report 2124215-2024-28250 refers to the first fiber.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber tip was ruptured. The fiber was replaced, but the tip of the new fiber also ruptured after 62671 joules and six minutes and eleven seconds of use. It was confirmed that the fiber tip was not cleaned during the procedure. The procedure was completed via an alternative method. There were no patient complications reported. This complaint is for the second fiber used.